Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3987, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The impedance issue after the replacement was also reported in mfg report #3004209178-2013-03105.

Event description:
It was reported that the device was replaced due to an end of life status. It was stated that the battery was "near depletion" and that there was an "impedance issue" with the case measurements. The battery and the extension were replaced. The number one electrode still showed "out of range", but the device was reprogrammed around the electrode and got "adequate coverage." There was no further information provided. If further information becomes available, a supplemental report will be filed.